Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight added to section a4. Section b5 corrected to include system replacement and restoration of therapy.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced; effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150020.

Event description:
I was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted.